Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels between 250-300 (mg/dl). Manual injections were delivered to address bg levels. Reportedly, the customer believes they may have scar tissue that has contributed to their elevated bg levels. The customer declined to remove their site to complete troubleshooting with tandem technical support.